Event description:
A representative from an ambulatory surgery center reported that during surgery, the auto infusion valve (aiv) was noted to be stuck. The air and fluid could not be exchanged. The line was replaced and the procedure was completed without patient harm, or delay of care.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).